Event description:
(B)(4): it was reported that screws fell from a boom arm while it was being moved to a corner after a procedure. There was no reported patient involvement and no adverse consequences reported in this event.

Manufacturer narrative:
There was no reported patient involvement, therefore, no patient data exists. The actual device was repaired at the account. A stryker representative re-attached the screws with a thread locker at the customer site. The root cause for this event is unknown. There was no patient involvement and no report of any adverse consequences to the patient or caregiver.